Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1223604) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size approximately 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "advancer tube was not present after the physician shuttled down and removed the sheath". The patient was converted to approximately 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.